Event description:
During use of the device for a non-clinical activity, the user observed cracks on the outer casing of the cable and a hole on another cable. No other details regarding the nature of the event were provided. Since this event occurred during non clinical activity, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.